Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during the beginning of a therapeutic laparoscopic cholecystectomy procedure, the air output was insufficient even when the output was adjusted to the maximum parameter on the high flow insufflation unit. The intended procedure was completed successfully with a similar device without delay. There were no reports of patient harm associated with this event.